Event description:
A malfunction was reported with a malfunction code 12. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Although a reset was attempted with technical support guidance, the malfunction code recurred, leading to the decision to replace the pump.